Manufacturer narrative:
(B)(4). Analysis description: no complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion breaching the outer insulation at 8.2 cm to 8.7 cm from the proximal cut end. External insulation abrasion breaching the outer insulation was also noted at 5.3 cm and 16.9 cm from the distal tip. Lastly, abrasion was found at 22.6 cm to 23.0 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.